Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received reporting that the patient recovered without persistent damage. It was determined that the patient had recovered on (B)(6) 2015. Please also see related complaint (B)(4) which addressed and reported additional events for this patient.

Manufacturer narrative:
(B)(6). Date of event reported as (B)(6) 2015; it is unknown if that is the date screw perforation occurred or the date it was detected. This report is for two unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was primary and secondary screw perforation; there was reoperation on (B)(6) 2015 to change two (2) screws. The patient's recovery is in progress. This report is for two unknown screws. This is report 1 of 1 for (B)(4).